Event description:
The following has been reported: clinical value analyst reported: ivenix pump was set up with blood administration set to run platelets. The nurse had trouble back-priming the set but was able to pull platelets into the drip chamber. When the nurse attempted to run the infusion, she received an upstream occlusion alarm. She attempted all on-screen troubleshooting instructions with no resolution. She contacted the on-call phone number for on-site support, however, there was an approximately 30-minute delay in response. Due to the timely nature of the platelet infusion, the nurse called (B)(6), cns (reporter for this event). I responded and likewise received unresolvable upstream occlusion alarms despite following the on-screen troubleshooting recommendations. One of the instructions was to inspect the spiking of the container and the ability for the infusion to traverse from the container into the tubing. Notably, the spike of the infusion set appeared to barely reach into the platelet bag. Additionally, the platelet bag is made of very pliable plastic and had the appearance of being pulled into the spike ports. Having exhausted all other options aside from completely exchanging the tubing set, decided to trim approximately 4 mm of the collar of the platelet bag access port using a sterile scissors and re-spike to see if indeed it was an inability of the spike to reach the medication. This was attempted due to the already elapsed time waiting for platelet infusion and troubleshooting efforts. This succeeded in reaching the medication but did not resolve the upstream occlusion alarms and had the inadvertent effect of driving into the side of the bag. This did not result in a leak initially, but then we attempted to re-spike with a whole new tubing set, a small leak emerged after inserting the new spike. Since sterility of the product had been compromised, and re-spiking had occurred twice, we did not administer the unit of platelets. A new unit of platelets was ordered and it was discovered that it was indeed the administration set that was defective. A preliminary review identified the following issue: unresolved upstream occlusion alarms unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. An upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. Small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. However, no sample was available for evaluation. Therefore, reported failure could not be replicated and exact root cause could not be provided. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch record fa24i06158 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.